Event description:
The event is reported as: during a laparoscopic procedure, the device kept falling apart. Customer expressed concern that a loose piece would fall into pt. All loose parts retrieved. No pt injury reported. Medwatch also rec'd regarding this complaint.

Manufacturer narrative:
The sample device was sent to the mfg facility on 10/26/2009. The results of the device sample eval, and investigation are not available at the time of this report.